Manufacturer narrative:
(B)(4).

Event description:
Patient had experienced a loss or change of therapy. Patient reports symptom return but she does not know when her symptoms returned. She changed her program last (B)(6) 2014 to program 2 but today she was on program 3 at 2.4 the patient does not feel stimulation and therapy was on. Patient was changing to program 4 today and will follow up with her doctor. This was consider a gradual change in therapy/symptoms. The indications for use for this patient was urinary dysfunction/sacral nerve stimulation. Additional information was being requested from the patient regarding step taken to resolved the reported issues. Follow up will be submitted if additional information is received.

Event description:
Additional information reported the patient sometimes still wet their pants before making it to the bathroom at home; when going out, the patient wore a pad. The patient increased the stimulation and could feel it but the symptoms still persisted and they were getting up at night at least once.